Event description:
The customer reported the battery connectors are loose and does not create a good connection with the alarm. No patient injury reported.

Manufacturer narrative:
(B) (4). Product has been requested to be returned and has not been received. (B) (4).